Event description:
During a review of info related to the cryocor clinical trial, we discovered that the patient experienced lymphedema post-procedure that was resolved in 2005.

Manufacturer narrative:
We were unable to perform a product analysis as no device was received. There is no evidence that indicates the device involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. The reported event is a known/possible procedural complication and is appropriately labeled as an adverse event within the directions for use. We were unable to review manufacturing records as the batch number is unknown. A similar complaint trend was reviewed for this product family, and no adverse trends were identified.